Event description:
It was reported by the patient that he was underwent a convective radiofrequency water vapor thermal therapy in an outpatient facility. He was being treated for trilobial bph. Patient stated the procedure was so painful and he did not treat middle lobe catheter. It was never explained why the physician wanted to keep catheter in for 30 days. This catheter was removed at 21 days, and the patient started to self-catheterize. After 30 days he could not void and continued self-catheterization. The current patient symptoms are self-catheterization still cannot void, some very small drops or stream or about 100ml at a time and the semen flow feels like molasses. As current patient treatment, he still on flomax and it was verified that the middle lobe was not treated. The patient has scheduled a cystoscopy for (B)(6) 2025. The patient states he has been on boston scientific site, and he states the machine was not operated properly and has watched the videos on how to handle the machine and he believes it did not have saline solution, and he was burned.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported by the patient that he was underwent a convective radiofrequency water vapor thermal therapy in an outpatient facility. He was being treated for trilobial bph. Patient stated the procedure was so painful and he did not treat middle lobe. It was never explained why the physician wanted to keep catheter in for 30 days. This catheter was removed at 21 days and the patient started to self-catheterize. After 30 days he could not void and continued self-catheterization. The current patient symptoms are self-catheterization still cannot void, some very small drops or stream or about 100ml at a time and the semen flow feels like "molasses". As current patient treatment, he is still on flomax and it was verified that the middle lobe was not treated. The patient has scheduled a cystoscopy for (B)(6) 2025. The patient states he has been on boston scientific site, and he states the machine was not operated properly and has watched the videos on how to handle the machine and he believes it did not have saline solution, and he was burned.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.